Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "experienced complications because of the technical failure of the bard/davol kugel hernia mesh"; however, the patient's attorney did not allege a specific device failure. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. No medical records, autopsy, or death certificate have been provided. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the surgeon performed hernia surgery repair on the patient. As reported, the surgeon implanted a bard/davol kugel hernia mesh into the patient. It is alleged that following the surgery of (B)(6) 2004 the patient experienced complications because of the technical failure of the bard/davol kugel hernia mesh. As reported, for example, the patient complained of nausea, vomiting, a inability to make a bowel movement and other complications. As reported, later she drove to the hospital whose medical staff evaluated that she had a large ventral hernia containing multiple loops of bowel. As reported, as a direct and proximate result of the bard/davol defective design, the patient sustained injuries and damages, including death, due to the technical failure of the kugel hernia mesh.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional medical and patient information as well as provide the correct brand name and product identifiers for the composix kugel device used. Based on the information provided, it was reported that eleven years post implant of the composix kugel mesh the patient experienced bowel obstruction and lysis of adhesions. There is no indication that the bowel obstruction or lysis of adhesions were directly related to the previously implanted composix kugel mesh. Ultimately the patient passed away in (B)(6) 2015. Per the death certificate the patient's cause of death was listed as "respiratory failure, acute renal failure and congestive heart failure." It is unclear at this time to what extent, if any, that the composix kugel mesh may have caused or contributed to the patient's adverse outcomes and death. With the current information available, the conclusion for this file remains inconclusive.

Event description:
As was originally reported in (B)(6) 2018: on (B)(6) 2004: the surgeon performed hernia surgery repair on the patient. As reported, the surgeon implanted a bard/davol kugel hernia mesh into the patient. It is alleged that following the surgery of (B)(6) 2004 the patient experienced complications because of the technical failure of the bard/davol kugel hernia mesh. As reported, for example, the patient complained of nausea, vomiting, a inability to make a bowel movement and other complications. As reported, later she drove to the hospital whose medical staff evaluated that she had a large ventral hernia containing multiple loops of bowel. As reported, as a direct and proximate result of the bard/davol defective design, the patient sustained injuries and damages, including death, due to the technical failure of the kugel hernia mesh. Addendum based on a review of medical records provided: on (B)(6) 2004 - the patient was diagnosed with an incarcerated ventral hernia and underwent repair with implant of a composix kugel hernia patch. On (B)(6) 2015 - the patient was admitted to the hospital 31 days due to a bowel obstruction and underwent an exploratory laparotomy, lysis of adhesions and a bowel resection. Operative reports were not provided. On (B)(6) 2015 - the patient presented to the hospital with complaints of continuous diarrhea, an elevated heart rate with associated nausea. Admission day one patient developed atrial fibrillation with rapid ventricular response requiring cardizem. On (B)(6) 2018 - the patient developed acute delirium. The patient's condition continued to worsen and was given IV lasix due to pulmonary edema and developed respiratory failure. The patient was transferred to the micu and then due to her multiple comorbidities and her do not resuscitate wishes, patient was placed on hospice care. On (B)(6) 2015 - the patient's passed away. Diagnoses at the time of death was: acute respiratory failure, congestive heart failure, atrial fibrillation, acute renal failure, pulmonary edema, acute delirium, pulmonary edema, enteritis, significant generalized debilitation, venous insufficiency, diabetes mellitus type 2, anemia. Per the death certificate, her cause of death was listed as respiratory failure, acute renal failure and congestive heart failure.